Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental report will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. Leakage from the body of the clave at the secondary port was reported by the head nurse. Specifically, there was a short crack or tiny hole on the body of the clave port that resulted in leakage. When this occurred, the device was connected at the secondary port to an infusion set with ref. No emc9611g from baxter¿. This is one of five reports.

Event description:
Additional information was provided by the customer. The reporter stated that, there was no contact or impact to the patient nor the healthcare provider. The chemo spill was cleaned up per the facility's protocol. The device leaked shortly after starting the infusion. However, there was no patient harm.